Manufacturer narrative:
(B)(4). Batch #unk. This is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a blue reload and a small piece of blue plastic on a surgical instrument. The event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after removing stapler after successful firing surgeon noticed a small piece of blue plastic from the reload on the stomach. He removed it successfully and checked the reload and patient for anymore pieces. No noises or excessive force was used in putting stapler down trocar nor during firing. Other reloads from the lot were used without incident prior during the case. There were no patient consequences.